Event description:
The customer reported that the insulin pump's keypad was unresponsive. The customer confirmed that she exercises while wearing the device. Blood glucose level was 237 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the reservoir tube lip, reservoir tube window corners, minor scratched lcd window and shifted and stained end cap sticker.